Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, g2(unselect health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 08 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of no image was confirmed. Based on the results of the investigation, it is likely the no image malfunction occurred due to video connector socket failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image when connecting to the standard definition scope. The issue occurred during an unspecified event without delay and the patient was not under anesthesia. There were no reports of patient harm.